Manufacturer narrative:
The lot was manufactured august 22, 2017 - august 23, 2017. The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph revealed that the bladder was ruptured. The reported condition was verified. The cause of the condition was not determined. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume folfusor ruptured during filling with fluorouracil. After approximately 60ml was filled the bladder had ruptured. There was no patient involvement. No additional information is available.